Event description:
It was reported that an ems was used during a laparoscopic hernia repair. It was reported by the affiliate that the instrument misfired. Only two clips fired then it wouldn't fire anymore. There was no consequence to the pt.